Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the "usb entry was not the same" on the customer's pump. Customer confirmed no visible damage to the usb port. Additionally, it was reported that the pump battery took "longer to charge." Customer's blood glucose level was 134 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.